Manufacturer narrative:
A sample was received by a company rep. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that the cassette did not suck properly during surgery. The surgeon changed the cassette and the procedure was competed without complications. The pt was not harmed. No additional info is expected.